Event description:
Litigation papers allege that patient experienced severe pain and discomfort in groin, thighs, buttocks, back, and hip-joints; inability to walk without pain and discomfort; popping and clicking sensation in hip-joints; infection and inflammation of bone and tissue surrounding the implants; metallosis; formation of pseudotumors and alval; lack of mobility; chromium and cobalt metal toxicity; and other complications. (B)(6) 2012 - der received. Provided product/lot numbers, as well as patient/surgeon information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.